Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) were clotting. This was discovered during use. The following information was provided by the initial reporter: customer informs a enhance of blood clotting observed with the tubes of this batch. Complaint received by a veterinary clinic. Info add .: customer reported that they do the drip collection, without pressing the puncture site, and notes that there has been a lot of samples already coagulating by the time the blood is being transferred to the microtube. Homogenize 10 times before finishing and already observe that the sample is coagulated. Informs that they respect the collection volume and do not collect more than the recommended 500 microliters. She says it looks like the blood can't mix right with the edta on the wall that forms these clots. She reports that he is aware that in drip collection can occur coagulation but that is happening very often using our microtube and that do the entire procedure as recommended. Has over 1 employee and reported only their experience.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) were clotting. This was discovered during use. The following information was provided by the initial reporter: customer informs a enhance of blood clotting observed with the tubes of this batch. Complaint received by a veterinary clinic. Info add .: customer reported that they do the drip collection, without pressing the puncture site, and notes that there has been a lot of samples already coagulating by the time the blood is being transferred to the microtube. Homogenize 10 times before finishing and already observe that the sample is coagulated. Informs that they respect the collection volume and do not collect more than the recommended 500 microliters. She says it looks like the blood can't mix right with the edta on the wall that forms these clots. She reports that he is aware that in drip collection can occur coagulation but that is happening very often using our microtube and that do the entire procedure as recommended. Has over 1 employee and reported only their experience.